Manufacturer narrative:
(B)(4). The instructions for use states: "do not advance or withdraw the perclose prostyle smcr device against resistance until the cause of that resistance has been determined. Excessive force use to advance or torque the perclose prostyle scmr device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. " the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a venotomy closure of a right common femoral vein was attempted using a prostyle device with a 7f sheath after an electrophysiology (ep) ablation interventional procedure. Reportedly, once the prostyle device was positioned in the vein, the lever was lifted to open the foot of the device; however, the foot felt as though it had not opened all the way. The physician tried to open and close the foot with the lever; however, the device became stuck and the foot could not be retracted. The physician made attempts to maneuver the prostyle device with some force and the device broke. The black sheath portion of the device separated from the device and was left in the anatomy, and the blue housing portion came out with the metal guide portion broken (not separated into two pieces). The physician obtained access and inserted an 11f sheath and attempted to snare the separated prostyle sheath, but had to upsize to a 16f sheath. The physician was then able to snare the separated prostyle sheath from the patient anatomy; however, upon removal of the device it was noted that one of the foot plates was missing. The other foot separated outside of the patient. The location of the missing separated foot of the prostyle was unknown and it could have possibly remained in the patient anatomy. As the access site had been upsized to 16f, hemostasis was then achieved using the sutures of two proglide devices. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report, additional information was received that the physician thinks there is an issue with significant serious complications that have never been seen with proglide. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported foot deployment and foot retraction issues could not be confirmed/ tested due to the condition of the returned device. The foot separation, sheath separation and guide break/ separation were confirmed. Difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The prostyle device was maneuvered with some force and the device broke. It should be noted that the prostyle instructions for use (IFU), states: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and/ or breakage of the device, which may necessitate intervention and/ or surgical removal of the device and vessel repair. In this case, based on the reported information, the use of force was circumstantial due to the difficulties experienced during removal. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.